Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 364 mg/dl. She retested using another breeze meter and received a reading of either 91 or 93 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.